Manufacturer narrative:
Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intraprocedural fluoroscopic images were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. Fluoro valve load inspection was provided for review and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. Depth just prior to the point of no recapture was approximately 2mm below the non-coronary cusp which would be deemed an acceptable depth. However, the valve appeared to be significantly under expanded. Despite under expansion, the valve was released and appeared to be stable, but the under expansion became more noticeable, and possibly a small infold at the inflow portion of the valve. It was reported that during placement of the guidewire in the left ventricle, the valve dislodged aortic. Fluoroscopic image of the guidewire re-insertion was not saved for review. A second valve was loaded, confirmed a good load, and valve successfully implanted. The second valve was also under expanded which warranted a post balloon aortic valvuloplasty. The evidence supports that the significant under expansion and possible infold contributed to the valve dislodgement. Of note, prosthetic valve migration/embolization is listed as a potential risk associated with the implantation of the evolut bioprosthesis. Updated h.6: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0011640790); product type: 0195-heart valves; product ID l-evprop23-29 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with severe aortic stenosis and a sievers type I bicuspid valve, pre-implant balloon aortic valvuloplasty (bav) was performed using a 20mm x 40mm balloon. The valve was deployed at a depth of 1mm and inadequate expansion of the valve was observed. A decision was made to perform post-implant bav using a 22mm x 40mm balloon. During placement of the guidewire in the left ventricle, the valve dislodged and hemodynamic instability of the patient was observed. A second valve was subsequently implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a5a - ethnicity b5 - event description continuation of d10: product ID gwbc30; product lot/serial number (B)(6); product type: guidewire; implant date n/a; explant date n/a h6 - patient code and method codes additional codes - imf health impact codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the post bav was not performed prior to the dislodgement. The valve dislodged while the medtronic confida wire was placed into the left ventricle. According to the physician, the wire did not cause the dislodgement but the patient's native annulus with heavy calcification and inadequate expansion of the valve contributed to the dislodgement. It was clarified that the hemodynamic instability presented in the patient as severe hypotension, ventricular fibrillation and cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed and pressors were administered. Subsequently the second valve was implanted. The patient was reported to be alive and at home.